Manufacturer narrative:
MDR . / initial 2 of 5. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set bent cannula event on 01 may 2026. Patient also experienced high blood glucose level at the time of the event and patient took injection via multiple daily injection to resolve the issue.